Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated insulin pump had motion sensor test failure error. Troubleshooting was performed. Customer was able to clear alarm. Customer received request for rewind pump. Customer reported that they were unable to complete rewind. No harm requiring medical intervention was reported. The device will be returned for analysis.